Event description:
As reported by the user facility: pt was receiving fluids for hydration. Was on continuous flow and running at 1 hr and 20 min before the occurrence. Was set at rate of 640 ml/hr - vol 640. After 1 hour and 20 min, still infusion when should have been completed in one hour. No pt injury.

Manufacturer narrative:
Exemption number (B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b braun (B)(4) internal report # (B)(4). The actual pump in the reported incident was returned for eval. A review of the pump log revealed that the rate and vtbi (volume to be infused) stated by the customer were set at 10:56:19 on (B)(6) 2011. The infusion began at 10:56:32. At 11:56:32, the pump went into kvo (keep vein open), which by design reduced the rate down to 5 ml/hr. At 11:57:03 the kvo alarm was manually turned off and the infusion was stopped. The actual volume infused was 640.05 ml, or 100% of the expected volume. The volume infused was within the spec of 100+/-5%. Per the log, the pump ran as programmed. There were other infusions on the same day but none that matched the customer's reported rate, vtbi, or length of infusion. The volumetric accuracy was tested 3 times at a rate of 640 ml/hr and a volume to be infused of 640 ml, which is consistent with the programmed rate in the pump log. The results met specs at 629 ml, 628 ml, and 632 ml. The reported failure could not be reproduced during volumetric testing. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available info has been forwarded to the device MFR. If add'l pertinent info becomes available from the MFR, a f/u report will be filed.